Event description:
Two events reported with same lot number of combi sets. First event was one pinhole in venous line. The second event was a leak in the arterial drip chamber. No pt ill effects. Bloodloss less than 20 cc. Faxed questionnaire to facility on 3-31-00 and 4-5-00. No samples are available. MDR filed due to blood loss only.